Event description:
It was reported that three patients tested positive for serratia bacteria and were treated with antibiotics. The first patient presented with dysuria and fever and was treated with cephalexin 500 mg twice for 7 days. A few days later, two more patients tested positive for the serratia bacteria. The second patient presented with dysuria and fever and was treated with levaquin 500 mg once daily; the third patient presented with dysuria and was treated with cipro 500 mg twice a day for 7 days. All patients were doing well but had not yet been re-tested at the time of the report. It was stated that this was the only scope used at the facility, as it is small with only four staff. The customer had reviewed their reprocessing techniques and stated that all employees were following the correct steps. The customer stated they do not have a sterrad or ethylene oxide (eto) gas to sterilize the scope. Also, the scope was being placed in a procedure room that is not a sterile environment and that it is laid out in the open. It was later reported that they have found the source of the contamination in their old urology scope soaking tubes and that they were making arrangements for proper storage and soaking supplies. This report is for the third patient.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000372. This report is related to the following patient identifiers (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The subject device was quarantined without being used after the infection was confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and to provide the lms final investigation. Additionally, to provide information received through follow up (b5) and correction to the initial with information inadvertently left out (g2). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. Additionally, while cds processes reported that the facility adhered to the IFU, additional documentation from the facility suggest that reprocessing may have been insufficient. Therefore, it is possible that the reported event occurred due to incorrect reprocessing of the equipment. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual." Olympus will continue to monitor field performance for this device.